Event description:
The customer reported when an image was recalled, another pt's image was brought up. (Data mix). There is no report of pt or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was given instructions to prevent future occurrences. The system was then found to be operating as intended.